Event description:
False positive=quarantine; our (B)(6) attending school in-person is tested weekly for covid. On (B)(6) 2021, he provided a sample that was tested with the abbott alinity msars-cov-2 assay/rt-qpcr that gave a "positive" for covid19 on (B)(6). On (B)(6) he and both parents received a rt-pcr test at a (B)(6) facility and the results are negative for the whole family. FDA safety report ID # (B)(4).